Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the avea ventilator's batteries is not charging and began to overheat, back panel is hot to touch. The unit also turned on by itself, 10a fuse for internal battery blown and leds on user interface module (uim) flash but does not power up. At this time, there is no information about patient involvement on the reported event.